Manufacturer narrative:
The impella device was not received from the customer, therefore, evaluation of the device was not possible. The investigation into the low pump flow has been completed. The cause of the issue was not determined since product was not returned and the clinical details provided were insufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was placed with the patients activated clotting time at 246. Reportedly the pump was stated on auto and flows were initially 3 liters, then suction and flows went to 0.0 with motor current 0. Attempts were reportedly made to change the pressure level, however, this did not resolve the flow issues. The pump was removed and replaced with an impella 5.0 for further support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.